Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history, it was noted that a faulted diagnostic test altered the pt's settings. Based on the history available to the MFR, it did not appear that a final interrogation was performed after the faulted diagnostic test, and the settings were left at unintended parameters until a subsequent office visit. At this time, the settings were increased. Training has since been provided to the treating medical professional, instructing him to perform final interrogations.